Manufacturer narrative:
Product analysis: analysis confirmed the customer's comment, the output connector assembly was broken. It was also noted that the hanger assembly was broken. The display wire was pinched with the wire insulation exposed. One case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged ventricular port. The epg was returned for service. There was no patient involvement.